Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice during initial drain. The home patient (hp) stated they did not connect the patient line extension until the patient line was primed. The technical service representative (tsr) informed the hp that they should prime the line with the patient line extension connected. The tsr assisted the hp to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, using improperly primed disposables is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.